Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the device's image disk was full and unable to save anything. Review of the system log file showed that there was a malfunction with frontal ippc. Upon troubleshooting, fse found that the issue was due to disk bay and storage drive. To resolve the issue, fse recreated image store and was able to free up disk space for image storage. Later the issue reoccurred and fse replaced the ippc in that work order. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's image disk was full, preventing the saving of images during a procedure. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.